Event description:
The dept was performing apheresis on a pt using a cobe spectra. 6 hrs into the procedure the machine started to make a loud noise and was rocking. The tubing was clamped off and a major blood spill was identified in the centrfuge section. It was noted that the tubing had shreded and come apart shooting the pt's blood into the centrifuge compartment.